Event description:
During a lead revision procedure, it was discovered that the leads had not been secured into the implant. The surgeon decided to explant the system due to this. The patient was implanted with a new advanced bionics spinal cord stimulator and two leads.